Event description:
It was reported that (1) tx30v was used during a thoracotomy procedure. It was reported by the rep that the surgeon fired the tx30v on lobar vessel. The vessel bled proximal to staple line and the bleeding was controlled by sutures. It is unknown how the case was completed and there was no consequence to pt.